Event description:
The customer reported approximately three (3) milliliters of fluid leaked from the manual probe and clear fluid leaked from the rinse block involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. All startup and quality control results were within the acceptable limits. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) straightened the blood sampling valve (bsv) secondary probe and adjusted the probe wipe assembly to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).